Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated they had gone snorkeling and forgot their device was attached. Customer removed batteries for ten minutes and upon reinserting, the device display screen went blank. Advised customer to discontinue use of device and revert to back up plan. Blood glucose level was 345 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage at the electronic assembly. The insulin pump was received with moisture damage at the motor assembly. The insulin pump was received with cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.